Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
New information was received indicating that the patient underwent successful explant and replacement of her pulse generator and lead. Pre-operative device evaluation confirmed that the low impedance condition was still present. The implant card received stated "lead discontinuity" as the reason for explant but this indication is likely meant to reflect the prior observation of low lead impedance. The surgeon did not observe any visual problem with the connection of the lead to the device nor the lead body. The surgeon removed the portion of the lead he could see but left the electrode portion of the former lead implanted as he did not wish to make the incision larger than necessary for the procedure. The explanted devices were discarded by the explanting facility. Impedance measured with the newly implanted system was reported to be within normal limits.

Event description:
Multiple attempts were made to identify the implanted products and the course of medical treatment following the observation of low lead impedance. However, good faith attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
It was reported that the vns patient was referred for surgery due to low lead impedance which was first observed on (B)(6) 2014. The patient¿s device was not disabled following the low impedance observation. X-rays were taken, but have not been provided to the manufacturer for review. No known surgical interventions have occurred to date.